Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 30-sep-2015, UDI#: (B)(4), product ID: 3778-60, serial/lot #: (B)(4), ubd: 13-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's 37714 ipg was replaced due to eri. Pre op impedances were all normal. When they replaced her ipg with the 97715, electrode 6 and 7 were >10,000. The surgeon tried to reseat the lead multiple times, gently wiping lead, etc. Her programming could easily be programmed around. The lead was then switched to the lower channel and the same thing would happen. Notes were made that when ipg changed again it would be best to replace that lead.